Event description:
It was reported that medfusion 4000, battery communication error. No patient injury reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed an occurrence of "battery communication timeout error." The investigation found that on power up the device exhibited "battery communication timeout error." Based on evidence and investigation, the complaint allegation was confirmed. The investigation determined that the interconnect printed circuit board not operating as intended was the cause of the reported issue. The interconnect printed circuit board was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.